Manufacturer narrative:
Pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. Unable to verify charge battery last less than expect. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a battery issue. Customer stated that they called back reporting that she received the new battery cap and problem persisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.